Event description:
The clinical research associate reported that the patient, who is a (B)(6), suffered from flexion deficit of the knee. The clinical research associate reported that the patient was required to undergo manipulation under anaesthesia on (B)(6) 2013.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The clinical research associate reported that the patient, who is a subject in (B)(4), suffered from flexion deficit of the knee. The clinical research associate reported that the patient was required to undergo manipulation under anaesthesia on (B)(6) 2013.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined because insufficient medical records were received for review with a clinical consultant. The root cause could not be confirmed as the device and sufficient patient information were not available